Event description:
It was reported that, after a tka surgery had been performed, the patient experienced an accident in which the legion ps high flex xlpe insert fractured. The implants were not deemed as defective by the surgeon. The insert was explanted in a revision surgery. The patient outcome is unknown.

Manufacturer narrative:
G4: the correct aware date is 18-may-2020.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms this complaint from japan reports a trauma that resulted in the fracture of knee with legion prosthesis. A revision was preformed, to correct the issue. The doctor says this revision surgery was not because of defective devices. Smith and nephew has not received adequate materials to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of risk management files and instructions for use found that the reported failure was documented appropriately. Some potential probable causes for this event could include but not limited to traumatic injury, surgical technique, implant failure or design of device. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.